Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an inaccuracy between the continuous glucose monitor (cgm) and blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2018. Data was received for evaluation, it was reported that the patient wore the sensor beyond seven days. Labeling indicates: g5 mobile sensor sessions last seven days. No additional event or patient information is available.